Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported device has red "x" beeps, and will not charge. There was no report of pt involvement.